Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "error 0 - the supervisor stated that the pump alarms error 0 and they are not able to make the device work. The alarm appeared before they were able to administrate the drug to the patient. Patient involvement: yes. Human harm: no. Delay in therapy: yes. Medical intervention needed: no."

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "error 0 - the supervisor stated that the pump alarms error 0 and they are not able to make the device work. The alarm appeared before they were able to administrate the drug to the patient. Patient involvement: yes. Human harm: no. Delay in therapy: yes. Medical intervention needed: no."